Event description:
Customer advised that the suture broke approximately 1 week following gastric bypass surgery. Patient's abdominal fascia wound dehisced and pt was taken to the operating room. Reporter states that the breakage occurred in the middle of the strand. Pt was reclosed with a #2 nylon suture. Pt has been released and no further complications were reported.